Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds as well as high impedances in all pacing vectors. The lead impedance rose abruptly around (B)(6) 2013. . A lead fracture is suspected. It was further reported that the patient experienced phrenic nerve stimulation as the lv lead threshold rose. The lv lead was turned off and the device programmed to rv pacing only. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk ICD, implanted (B)(6) 2013; 37702 pain stim ipg, (B)(6) 2009; 748940 neuro extension, (B)(6) 2005; 3998 pain stim lead, (B)(6) 2005; 748940 neuro extension, (B)(6) 2005; 7435 neuro programmer, (B)(6) 2004. (B)(4).